Event description:
Event description guidant received information upon laboratory testing, that this device was determined to be in a reset state, was unable to provide pacing output, and was not responsive to application of a magnet. As the device was within the bounded population discussed in recent safety communications, the device was subjected to residual gas analysis testing where the moisture content within the device was determined to exceed specification.